Event description:
It was reported that the right atrial lead exhibited failure to capture at high output. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to capture and signal artifact/noise were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found no anomalies to the lead body.

Event description:
New information was noted that noise was also observed.